Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call stating about button error. Troubleshooting was performed. Customer's blood glucose was 117mg/dl. The insulin pump will be returned for analysis and the replacement pump will be sent.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed displacement test. Unit was received with stained keypad overlay, minor scratched lcd window and scratched case.